Event description:
The manufacturer received information from a third party service center alleging a ventilator's active exhalation control valve remained open. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly the active exhalation control valve remained open. There was no report of patient harm or injury. The manufacturer received information from the durable medical equipment (dme) supplier that the device was incorrectly reported to the manufacturer. There was no reported failure. The device is not returning to the manufacturer for evaluation.